Manufacturer narrative:
Product event summary: analysis found that the main board and display were corroded from liquid ingress. An incoming test was unable to be performed due to the device not being able to start up.

Event description:
It was reported that the external pulse generator (epg) was not working at all and would not turn on. The epg was later returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was not working at all and would not turn on. The epg is expected to be returned for servicing. No patient complications have been reported as a result of this event.